Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the discovered "door not fully latched" alarm caused by a loose upper link screw. The screws were replaced.

Event description:
During baxter's device eval, the device displayed a "door not fully latched" alarm. There was no pt involvement.